Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 2.6, ER lab: 10. Customer did not specify how long in between inratio and lab testing. Pt had a new hematoma on her left breast. Therapeutic range: 2-3.